Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected battery out limit anomalies noted. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a failed battery test alarm. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump had recurring failed battery test alarm even after multiple battery changes. Troubleshooting was performed and customer stated that the insulin pump alarmed failed battery test after the battery cap was cleaned and a new battery was inserted. Customer also reported to have experienced a high blood glucose of 310 mg/dl and declined troubleshooting. Customer had battery out limit alarm and no troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.